Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 24 the patient reported one infusion set cannula was bent and the symptoms patient faces the infusion within first 3 or more hours after insertion. The infusion set long was 2 days and site of insertion is upper buttocks. The patient also accidently hit in hand and the bg levels got high when they took off the infusion set the cannula was bent. Unicomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.